Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user and healthcare provider expressed concern that the ilet insulin delivery was pausing on its own, while the user routinely paused therapy and disconnected overnight and also experienced dosing stops when the cartridge was empty. No reported adverse physiological effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included review of device event and engineering logs. Investigation of this case revealed that pauses were manually initiated by the user, with two dosing interruptions attributable to out-of-drug during cartridge depletion, and dosing automatically resumed after cartridge replacement. It was concluded that the device functioned as designed, with pauses linked to user actions and to normal behavior during out-of-drug conditions, and additional user training was indicated regarding appropriate use and continuous wear.